Event description:
The aci sales professional reported on (B)(6) 2012 that a female patient underwent a diagnostic coronary procedure approximately one week ago. Access was obtained via a 5f sheath (model unknown). The access was gained through the right groin (cfa). It is unknown what anti-coagulants were used peri-procedure. The deployment went per the IFU with no complications noted. Post procedure, the physician, who was in training, selected the mynxgrip vascular closure device 5f to close the access site. Post procedure, the patient's bp began to drop and a post procedure angiogram revealed a small rp bleed from a reported sidewall stick. There was no transfusion. Hemostasis was achieved with manual compression (duration unknown). The patient was held overnight for observation. No further information is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. The review of the lhr (lot f1213801) indicated that the device lot met all established performance criteria prior to shipment.